Event description:
The cutting balloon was placed at lesion, performed dilation fine and the upon pulling back, the catheter shaft broke approx 12 inches proximal to the balloon. A snare was used to retrieve the portion of the catheter and there were no pt complications.